Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that airport paramedics responded to a call for a (B)(6) male pt having a cardiac episode inside an airport parking lot. Upon arrival, the pt was found lying on the ground and was blue in color. The device was attached to the pt, returned a "shock advised" determination and then stated "no shock delivered" and "change batteries" messages. Complainant indicated that ems personnel arrived upon the scene with another defibrillator. The pt was transported to the hosp and subsequently expired.